Event description:
The lead is reported to have over-sensed several times and caused the device to deliver inappropriate therapies. Several unsuccessful attempts were made to correct the problem with programming. A small amount of blood was noted inside the lead after it was explanted.